Event description:
D: caller provided patient name + dob. Caller indicated that patient has single coil sjm lead. Noted that cl tx shows observation for svc impedance oor even though there is no svc coil and alert is turned off. Asked if observation would ever go away. R: no. Once device measures valid svc impedance. It will always measure. If there is no svc and device measure svc impedance, it will always show oor. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).